Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 240-364 (mg/dl) and moderate ketones for a week. The pump basal rate was increased and boluses were delivered to address bg level and water was consumed to flush ketones. Recommendation was made to consult with a health care provider to discuss diabetes management.